Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under this MFR number. This event will be reported under MFR number 3005751028.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products- unknown cup, unknown stem, unknown head. The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001822565-2017-03439.

Event description:
It was reported that a patient was revised due to wear on an unknown date. Sales rep stated that the acetabular components were revised. Attempts have been made and no further information has been reported to date.